Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system, implanted in a patient with a left ventricular assist device (lvad), delivered eight shocks during a ventricular fibrillation (vf) but failed to terminate the arrhythmia. Additionally, the seventh shock induced a supraventricular tachycardia (svt), resulting in dual tachycardia. Due to the ineffective therapy, the clinical team requested guidance for adding a medtronic subcutaneous coil to optimize defibrillation efficacy. Further follow-up and detailed evaluation are ongoing. No additional adverse patient effects were reported.